Manufacturer narrative:
The straight suction was returned to manufacturer for evaluation. Testing revealed that the returned straight suction was not able to verify when connected to a known good tracker returning a divot error of 2.8 mm to 2.9 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a sterile processing personal via medtronic representative regarding a navigation device outside of a procedure. It was reported that their straight suction was damaged. There was no patient involved in the event.